Manufacturer narrative:
The lead in question has been actively implanted for approximately 29 years, 2 months. Since the lead remains implanted, it will not be returned for analysis and as a result, the allegations of noise against this lead cannot be confirmed. No subsequent device or clinical adverse events have been reported. The device history records for this lead model goes beyond oscor's record retention period, however, inspection procedures require any oscor product pass all in-process and qa final inspection before shipping to the customer. Controls are in place during manufacturing for electrical and visual verification. In addition, in-process and final inspection verify the electrical resistance is checked with a multimeter. The py model instructions for use informs the user of possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. It is recommended to cap the proximal portion off to prevent exposed conductor parts in the vein whenever the lead will be left in the heart. Also the IFU informs precautions: clinical evidence suggests that certain upper extremity activities are contraindicated for persons with permanent pacemakers because they require movements that can cause damage to the leads and possible failure of the leads. Active people, particularly those who perform repetitive upper extremity exercise at work or play, should be cautioned that they could subject leads to damaging stress. Be sure to leave sufficient slack in the lead to compensate for body movements. Electrical issues are recognized clinical events referenced in the instructions for use (IFU). This lead is no longer manufactured by oscor. Based on this information, a CAPA is not required. Oscor will continue to monitor this product for complaint trends. The event will be re-evaluated if additional information becomes available. .

Event description:
Received a report of atrial lead noise. The pacemaker-dependent patient presented in the clinic with symptoms of dizziness on (B)(6) 2018. The physician interrogating the device noted noise on the atrial channel that led to inappropriate mode switching. The physician changed the sensing polarity from unipolar to bipolar, which resolved the artifact. The patient will continue to be monitored with the adjusted settings.